Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise creatinine result is user error. The account set the digits of precision setting to one which provided results in integer values only rather than the proper three digits of precision. The lack of significant digits cause results to be rounded with resulting imprecision at low analyte values. The siemens healthcare diagnostics inc. Technical service center representative instructed the account to correct the digits of precision setting. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A group of imprecise creatinine results was obtained on patient and qc samples. Results were was reported to the physician. Results were reported in whole number values only. It is unknown if patient treatment was altered or prescribed as a result of the imprecise creatinine results. There was no report of adverse health consequences as a result of the imprecise creatinine result.